Event description:
Report received from (B)(6) stated: the air line that drives the cutter came off the connector. Additional info indicated that there was still aspiration once the cutter stopped working. However there was no injury or medical consequences to the pt."

Manufacturer narrative:
Though requested, the device was not available for evaluation. The sterilization and lot history records were reviewed. No anomalies were noted related to the event.